Manufacturer narrative:
(B)(4). This complaint of use error (reuse of single use supplies) was confirmed based on the user's report that the disposable set, but not the solution bags, was changed following an alarm. The cause of the use error is unknown. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a check supply line alarm that appeared on the homechoice (hc). The home patient (hp) stated that he changed only the cassette. The technical service representative (tsr) explained that the hp could cause contamination by doing that and all new supplies are needed. The hp would use new supplies. During follow up, the hp's nurse said that they were not aware of the use error or any problems with alarms. The nurse said the hp's therapy was going without complications. The nurse said she would notify the hp's primary nurse so she could contact him. No patient injury or medical intervention was reported.